Event description:
A distributor in canada reported that the wjr112 wigglepad used with the optiflow junior 2 nasal cannula would not adhere on patients face. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in canada reported that the wjr112 wigglepad used with the optiflow junior 2 nasal cannula would not adhere on patients face. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Method: the complaint device wjr112 optiflow junior interface was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer reported wigglepads of the wjr112 optiflow junior interface were not sticking. Conclusion: without the complaint device we are unable to determine the cause of the reported event. The user instructions provided with the optiflow junior cannula include visual guidance for correct application, along with the following statements: - "ensure infant's face is clean and dry. " - "check cannula remains secure on the face. Replace wigglepads if required."